Event description:
Customer reported that during implant surgery of the syncardia temporary total artificial heart (tah-t) and prior to closing the chest, he observed a slow oozing of blood around the inflow connector of the tah-t left ventricle. A heavy suture was placed around the connector, and the oozing of blood stopped. The customer also reported that the may have damaged the inflow connector by aggressively stretching the connector prior to installation. There was no adverse impact on the patient. Syncardia has requested that the left ventricle inflow connector be returned to syncardia for evaluation after the patient has been transplanted. The results of the investigation will be provided in a supplemental MDR.